Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital has not released ge healthcare to service the machine. No further information is available concerning the reported fault or corrective action that was taken by the hospital.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.